Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified an opening on valve and an opening on anterior. A leak test and microscopic analysis were performed which identified an opening(crack) on valve, an opening(striated,) delamination of valve (<75% partial separation), brown particles in fill channel and creases(flat). Based on the device analysis the final assessment is a cracked valve seat diaphragm valve, a striated opening due to surgical damage consistent in the use of a surgical tool, and partial delamination of the valve(adhesive failure). The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device was explanted.